Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty and further reports patient allegations of personal injuries. A review of invoice history confirmed the primary surgery date was (B)(6) 2008. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01981-2 / 2012-02396-2 / 2014-07585-1 / 2014-07584-1).

Event description:
Patient's legal counsel reported that patient underwent right m2a hip arthroplasty and further reports patient allegations of personal injuries. A review of invoice history confirmed the primary surgery date was (B)(6) 2008. There has been no reported revision procedure. Patient's legal counsel reported that patient underwent left m2a hip arthroplasty and further reports patient allegations of personal injuries. Additional information provided in operative notes and review of invoice history confirmed the primary surgery date was (B)(6) 2009. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, instability, elevated metal ion levels, dislocations, a fracture and wear of the implants. No revision procedures have been alleged. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to metallosis and pain. The operative report further noted yellowish white particulate type fluid, cyst surrounding cavity, pseudocapsule and reactive tissue during the procedure. The modular head was removed and replaced with a modular head and liner. Additional information received in operative report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to metallosis and pain. The operative report further noted minimal fluid, defect in posterior capsule, and heterotopic bone during the procedure. The modular head was removed and replaced with a modular head and liner.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components" and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces" and "wear and/or deformation of articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2012-01981 /- 02396 and 2014-07584 /-07585).

Event description:
Patient's legal counsel reported that patient underwent right m2a hip arthroplasty and further reports patient allegations of personal injuries. A review of invoice history confirmed the primary surgery date was (B)(6) 2008. There has been no reported revision procedure. Patient's legal counsel reported that patient underwent left m2a hip arthroplasty and further reports patient allegations of personal injuries. Additional information provided in operative notes and review of invoice history confirmed the primary surgery date was (B)(6) 2009. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, instability, elevated metal ion levels, dislocations, a fracture and wear of the implants. No revision procedures have been alleged.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no record anomaly or deviation. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.